Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator and early battery depletion was suspected. Also the device could not complete telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.